Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion with longevity remaining below three months. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this implanted pacemaker was explanted. A new implantable pacemaker with the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion with longevity remaining below three months. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.